Manufacturer narrative:
After battery installation unit gave an unexpected blank/white display due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to determine keypad anomaly due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose was 3.9 mmol/l. The customer stated that the menu, down and left arrow button was unresponsive. The troubleshooting was performed and customer stated that the buttons were responding now. The customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back up plan. The insulin pump will be returned for analysis.